Event description:
The guide wire was threaded through the needle that was inserted into the internal jugular vein. The skin was incised in preparation for insertion of the port. The silicone catheter was tunneled under the skin using the tunneling device. The dilator was threaded over the guide wire.the guide wire was removed through the patent dilator. At the completion of the procedure, the surgeon noted that the guide wire core was broken and the outer wire surrounding the core appeared to be unraveled.